Event description:
On (B)(6) 2011, the nurse reported that the rotoprone was not rotating and the nurse were unable to prone the pt. There was no reported pt injury. On (B)(6) 2011, after the complaint investigation kci was able to determine that the bed would not rotate to prone.

Manufacturer narrative:
The bed was tested per quality control procedures on (B)(6) 2011, and met specifications. On (B)(6) 2011, the unit was placed with the pt. On (B)(6) 2011, kci's initial complaint investigation indicated that the bed could not be rotate to prone.